Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00285. It was reported that the patient had significant damage to their system controller power cables, which activated intermittent power cable disconnect alarms. The patient was given a new system controller. During the patient's admission for covid, the patient had a echocardiogram performed for shortness of breath with bubble study that was positive. This revealed an interatrial septal aneurysm. The study was also consistent with patent foramen ovale (pfo). The patient was discharged on (B)(6) 2022 with home oxygen at 2 l/min and 5 days of remdesivir and dexamethasone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported interatrial septal aneurysm and patent foramen ovale (pfo) could not conclusively be established through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A transesophageal echocardiogram later performed on (B)(6) 2022 did not reveal an aneurysm.